Event description:
It was reported that the subject device had a communication issue. The issue was identified during maintenance of the device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: camera head communication error code (error 224). Based on the results of the investigation, it is likely the following led to the malfunction: communication error due to damaged cable. The most probable root cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a communication issue. The issue was identified during maintenance of the device. There were no reports of patient involvement.